Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. It was indicated that it is possible that the physician made a procedural error in the process of going through the cable. However, with the information available, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgical procedure the alignment of the patient's fractured bone site shifted as the implant was implanted. While the surgeon was using the instrument it caused a vascular injury and the patient began to bleed and was hemorrhaging. The patient went into cardiopulmonary arrest, interrupting the procedure. Cardiac massage and other measures were used to resuscitate and stabilize the patient and the bleeding was stopped.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 00223200720, cable passer medium; lot#: unknown. G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested from the hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.